Manufacturer narrative:
H3 device evaluation - the driver exhibits fractured surfaces that are skewed relative to the driver's longitudinal axis. This type of failure is indicative of combination loading (torque and bending moments). Crack initiation may have been initiated at a prior usage point where high combination loads were applied. Review of device history records released for distribution on 7/7/2014 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. D4 primary unique device identifier - UDI was not added to the label of this device at the time of manufacture.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. Upon final tightening of the lock screws, the tip of two of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tips were removed and the procedure was completed utilizing another driver readily avialable. There was a five (5) minute delay to the procedure but no patient injury.

Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier - complete UDI number not available without lot identification. D9 is this device available for evaluation - information provided indicates that the device is available for return but has not been received by the manufacturer at this time. H3 - review of device history records and lot specific complaint history is not possible without lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. Should the product be received, a follow-up report will be filed following completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. Upon final tightening of the lock screws, the tip of two of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tips were removed and the procedure was completed utilizing another driver readily avialable. There was a five (5) minute delay to the procedure but no patient injury.